Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, an alert for high pacing lead impedance on rv lead was observed. Hv lead impedance was also high and out of range. The lead was capped and replaced successfully on (B)(6) 2017. Patient is doing well and will be monitored with routine follow up.